Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient had lost a significant amount of weight (not device related) and since has been experiencing charging difficulties as the ipg is very superficial.

Manufacturer narrative:
Additional information received stated that the physician relocated the ipg to a more comfortable location. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient will undergo a pocket revision due to discomfort. The patient had lost a significant amount of weight (not device related) and since has been experiencing charging difficulties as the ipg is very superficial.